Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received 'motor error detected by reading unexpected value from hall sensor' alarm (pump error 43). Troubleshooting was performed and customer was able to clear the alarm and complete rewind. Pump failed displacement test. No harm requiring medical intervention was reported. Advised customer to replace insulin pump. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 alarm noted during testing. However, pump error 43 alarm ((B)(6)) is found in the formatted history file on (B)(6) 2021 21:33:55.000 due to a corroded motor home switch. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and vibrator assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, broken belt clip rails, cracked case (battery tube) and cracked battery tube threads. Failed batt test (58) alarm was found in history file on (B)(6) 2024 09:46:51.000 in summary, customer alleged pump error 43 confirmed. Exposed to moisture confirmed. Device test failed not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.